Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Pressing on the right side of the wake button will activate display, whereas pressing on the left side will not. The customer's blood glucose level was not provided. Reportedly, customer continued to use the pump for insulin therapy.